Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024 and the left ventricular lead could not screw into the device header of the implantable cardioverter defibrillator (ICD). The ICD was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The left ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.